Event description:
Subsequent to the initial filed report, the following information was provided: after removal, the guide wire distal end was noted to be separated and the polymer coating was scratched. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported polymer separation was confirmed. The reported core break was unable to be confirmed as the guide wire was in one piece. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported polymer separation appears to be related to case circumstances of the procedure. In this case, based on the reported information and returned analysis, it is likely that manipulation of the cardiomems device against the reported unspecified resistance, the polymer coating became damaged. Further manipulation of the devices during retraction ultimately resulted in the reported polymer separation and subsequent noted damaged to the polymer. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to implant a cardiomems device in the left pulmonary artery, the cardiomems device felt unspecified resistance during advancement. After implantation, the catheters were removed along with the command 18 guide wire used in the procedure. After removal, the guide wire distal end was noted to be unwoven. An unspecified .018 guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.